Event description:
The evis exera iii xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, the power switch was deformed, with an abnormal position; due to frontal impact. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. And the following findings were noted: power switch deformed and in an abnormal position; due to frontal impact. Additionally, frontal impact resulted in deformed chassis, cracked front panel, and severed bolt head, the lens base was also cracked. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the power switch was damaged due to impact. However, the cause of the impact was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not place any equipment other than the video system center on the top of the light source. Equipment damage can result. Place the light source on a stable, level surface using the foot holders (maj-1205). Otherwise, the light source may topple down or drop, and operator or patient injury may occur, or equipment damage can result.¿. Olympus will continue to monitor field performance for this device.